Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective charged coupled device unit, likely from unacceptable tension and damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a green image due to a faulty outer tube. Furthermore, the following additional issue was identified during inspection: the light guide hose was slightly discolored and aging. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displayed a green colored image. There were no reports of patient harm.